Event description:
Before thawing, the customer noticed a split on the seam of the cryocyte freezing container close to the port area. The bag was thawed in the overwrap, and the product was given to the patient. Patient did not receive any additional antibiotics outside of the normal protocol.